Manufacturer narrative:
Device evaluation is anticipated but not yet begun. Spacelabs has provided the customer a replacement. Spacelabs is working with our supplier to investigate the report. Additional information will be provided as soon as it becomes available.

Event description:
Customer reported smoke and sparks from power supply.